Event description:
A stryker tps sagittal saw was sent in for repair because it was running intermittently while in safe mode during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During quality investigation, corrosion damage was noted throughout the device. The mid speed motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.